Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that " broach handle not locking - very loose mechanism". This complaint involves one (1) device. The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment " img_0122.jpeg ". The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs attached were reviewed, however in the images provided no observations pertaining to the nature of the reported event will not lock/unlock and loose could be identified. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs attached don¿t have any evidence to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Broach handle not locking due to very loose mechanism.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿broach handle not locking - very loose mechanism". The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned corail broach handle revealed impaction marks and nicks on areas that are not intended to be impacted. Additionally, the device exhibits and overall worn appearance consistent with normal and constant usage. A functional test performed with a mating device laboratory sample (product code: 201203020) revealed that the handle was not able to properly hold the broach as intended. Additionally, the lever does not have a tight fit as minimal amount of force was required to open the locking mechanism. The observed condition of the broach handle can be attributed to an unintended use error since impaction forces applied to device on not intended areas could result on affecting the locking mechanism which is not designed to absorb them. The overall complaint was confirmed as the observed condition of the corail broach handle would have contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.